Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported that during the phaco portion of treatment left eye (os), the surgeon confirmed a capsular tear. He had to complete the case by doing a vitrectomy. He was not able to implant the intraocular lens implant (iol). The surgeon optioned to have the patient return to the office for further examination. However, no additional, related information was obtained from the customer. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 25, 2014. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the patient experienced an posterior capsular tear during the phacoemulsification portion of a cataract surgery and required a vitrectomy. The surgeon was unable to implant the intraocular lens implant (iol) and opted the bring the patient in for further examination at a later date.